Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the chest for a lung abscess drainage. During the procedure, air leakage was confirmed between the catheter and the mac-loc hub. The device was replaced successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
D10: product received on: 09oct2018, d11: terumo wire guide. Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU) manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One locked 8.5fr mac-loc catheter was returned in used condition for evaluation. The catheter was cut into two separate pieces and biological matter was present of the surface of the device. A leak test was performed and was unable to confirm the presence of a leak in the device. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found to be wound in the threads. The flare appeared to be lopsided and out of round, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be confirmed if the flare was manufactured to specifications. Upon further investigation, it was found that the number of threads showing on the cap exceeded what was detailed in the manufacturer¿s specifications, indicating nonconforming product. Additionally, a document based investigation evaluation was performed. The device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. A review of the device history record was performed and revealed one nonconformance for fitting not properly secured, in which three affected pieces were scrapped. Four nonconformances were found in the catheter tubing subassembly lots for unrelated nonconformances, all of which were scrapped. It should be noted that there were no other complaints reported for lot number 8911158. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.